Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ccs25 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. After further analysis, it was noted that the knife would not return to its home position. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the compression element was disengaged from the driver guide. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m5596h. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that, there was a gap that we can put a finger into. Was this gap observed with the device or in the patient tissue? Device. Between the firing trigger and the handle. Was the device able to be fully closed prior to firing? Yes.

Event description:
It was reported that during a radical resection of esophageal carcinoma procedure, the device could not fully fire. There was a gap that we can put a finger into. The surgeon fired until he could not squeezed any further. The device was set at the indicator window all green. There was no audible or tactile feedback. The tissue was cut but the staples formed with legs straight along the whole staple line. A circular stapler was used to re-anastomose the tissue.